Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with the implantable cardioverter defibrillator (ICD) device developed hematoma. The doctor then performed pocket evacuation. The ICD remains in service. No additional adverse patient effects were reported.